Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 09nov2018. The customer troubleshot with technical support. The customer confirmed that the fan is running and the filters are clean. The customer was advised to clean the unit internally and replace the filters and was unable to duplicate the reported issue.

Event description:
It was reported that the ventilator generated a blower temperature high error code. Although requested, it is unknown if the ventilator was in use on a patient at the time of the reported event.